Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed that there was an increase in power consumption in a gradual fashion. Boston scientific technical services recommended that this device be replaced within 60 days. At this time, the device remains in service. There were no patient complications or adverse effects reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed that there was an increase in power consumption in a gradual fashion. Boston scientific technical services recommended that this device be replaced within 60 days. Additional information has been requested regarding the event resolution but were unsuccessful. At this time, the available information indicates the device remains in service. No adverse patient effects were reported..

Manufacturer narrative:
With the available information, bsc cannot confirm the clinical observations due to lack of product return. Three requests were made for event resolution; however, the device has not been received to date. Technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.